Event description:
It was reported that a patient underwent right eye surgery with a +21.0d tecnis puresee non-toric intraocular lens, following previous lasik in 2009. At the 1-week post-operative review, the patient experienced a refractive surprise, reporting blurry distance vision that was not improving, although near vision was satisfactory. The patient also reported a mild headache but no nausea, redness, pain, or discharge. Examination findings included some inflammation, questionable intraocular pressure with steroid use, and no post-operative scans had been performed at the time of the initial review. The patient is being monitored. As of (B)(6) the patient's vision has improved as follows: r: 24/ l: 18; eye measurements: refraction right unaided distance = 6/9.5-1, refraction left unaided distance = 6/9.5-1, no additional information was received.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - model #: a complete model # is unknown, as product serial number was not provided. Section d4 - catalog #: a complete number is unknown, as product serial number was not provided. Section d4 - serial #: unknown/ not provided. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI #: unknown as product serial number was not provided. Section d6a - implant date: unknown, as information was requested but not provided section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number of the device was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.